Event description:
This is being submitted to report the blood clot observed during use with the steerable guide catheter, which is considered a serious injury to the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had history of chemotherapy and had developed heart failure. Prior to the transseptal puncture, 2500iu of heparin was administered. The activated clotting time (act) was 245 seconds. The guide wire was placed and an additional 5000iu heparin was given. The steerable guiding catheter (sgc) and dilator were advanced to the septum; however, a large blood clot was then observed in the right atrium (ra), filling at least 1/2 of the ra. The act was 255 seconds at that point and additional heparin was administered. The sgc was removed under suction of the remaining clots, and the procedure was aborted. The clot was not removed, and the patient was transported to the ward for a CT scan. No clips were implanted and the mr remained at 4. There was no device issue, and according to physician, this was patient related. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the steerable guide catheter. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The event was reviewed by an abbott vascular senior medical advisor. The reviewer stated that given the patient has a history of chemotherapy, the patient was predisposed to forming clots. Patients receiving chemotherapy often have a tendency to form clots and those clots may be refractory to medical therapy, such as heparin. In this patient, not only was there an underlying contributory factor of receiving chemotherapy but also a subtherapeutic dose of heparin was administered as shown by the initial act of 245. Therefore, it was determined that thrombus was associated with patient anatomical conditions and there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances. Based on the information reviewed, there is no indication of a product deficiency.